Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a trajectory (catheter placement) was applied in a different location in the brain than anticipated with the brainlab device involved, and therewith could have led to harm of critical structures within the brain, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to reduce this anticipated risk as low as reasonably practicable are already in place according to the hospital the placement of the catheter was nevertheless sufficient to continue with drug delivery, the outcome of the surgery was successful as intended and there was no negative clinical effect for this patient due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the alleged 8 mm translational/rotational deviation can likely be attributed to a relative movement between the patient's head and the brainlab drapelink navigation reference array. Apparently the resulting deviation of the navigation display was not detected by the user with the necessary continued user verification of accuracy throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for placement of a catheter for a convection enhanced drug delivery (ced) at a brainstem tumor has been performed with the aid of the brainlab cranial navigation system version 3.1. A pre-operative MRI scan was acquired 7 days before the surgery, for use with navigation. One day before surgery the surgeon planned the trajectory with iplan cranial 3.0. During the procedure the surgeon: positioned the patient in a lateral orientation and pinned the patients head with a ge head holder, attached with the brainlab 4 sphere drapelink navigation reference array that was used for navigation. Performed the initial patient registration (surface matching registration with brainlab softouch) to match the virtual display of preoperative MRI scan to the current patient anatomy and verified the accuracy of registration with a satisfying result. Used the brainlab pointer to mark out the entry point for the catheter. Draped the patient, including exchanging the drapelink navigation reference array from unsterile to sterile, and re-verified the accuracy in the region of interest. Used the brainlab varioguide to align to the planned trajectory entry point and drilled through the varioguide. Inserted and secured the bone anchor with the aid of navigation and placed the catheter. Performed an intraoperative MRI scan to verify the catheter placement and noted that the actual placement deviated from the planned trajectory by approximately 8 mm. According to the hospital the placement of the catheter was nevertheless sufficient to continue with drug delivery. The outcome of the surgery was successful as intended. There was no negative clinical effect for this patient due to this issue.